Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a follow up with device in backup vvi mode. A device code was download successfully and the device was restored to normal operation. There were no adverse consequences to the patient and will be monitored.